Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.0/094 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a refractive surprise and elevated intraocular pressure. The lens was exchanged for another same model but different diopter lens. The lens exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found lens returned dry in the lens container. Visual inspection found haptic bent. (B)(4).